Manufacturer narrative:
Hcp reported that a "small amount" of viscoelastic was used. The exact amount of viscoelastic used is unknown. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The instruction for use (IFU) instructs: fill the device until ophthalmic viscosurgical devices (ovds) can be observed flowing to the nozzle tip, then retract the cannula. This will require approximately 0.28 ml of ovd. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during the intraocular lens (iol) implant procedure, iol stuck in shooter. There was patient contact noted. The procedure was completed on the same day. Additional information received and stated that, iol was stuck in cartridge when inserting in the eye and there scratch noted on the iol. There was no patient injury reported.